Manufacturer narrative:
Stryker product analysis center (pac) evaluated the device and observed that the device intermittently doesn't respond to the lid being opened. The root cause was determined to be due to the lid switch, sw5.

Event description:
A customer contacted stryker to report a non-critical issue with the device. Upon inspection, stryker observed that the device would intermittently not respond to the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.